Event description:
It was reported that the patient fell late last (B)(6) 2014. The patient landed on their implant and the lead was disconnected. The therapy was not working and the patient¿s health care provider (hcp) decided to replace the device yesterday. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-33, lot# va0fhal, implanted: 2014-(B)(6), product type lead. Product ID 3889-33, lot# va0fhal, implanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had second device placed and they had a post-op checkup and fell down the stairs at their apartment because there was ice and everything was replaced because it broke. Patient reported this happened a few years ago, in 2014. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter and further said they fell on steps at the medical center parking lot steps which conflicts with what was previously reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.